Event description:
The reporter stated the surgeon implanted and removed a cc4204bf collamer single piece lens. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent. This is one of two lenses used for this pt - see MFR report #2023826-2008-00831.

Manufacturer narrative:
Eval results - visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens optic and one optic haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.